Event description:
A bipap a40 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation at a third-party service center the bipap a30, an inoperative error code e-20 (defective eeprom) was observed by the servicer technician, noting that the pca would need to be replaced. Furthermore, the device was visually inspected and there is evidence of foam degradation. Additionally, the servicer technician observed dust/dirt and tobacco contamination and the evaluation of the device data also identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event.